Event description:
It was reported that there was potential for adverse consequences due to blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: device was blurry despite getting another scope and cleaning the camera head and coupler. Issue was noticed when camera was turned on and tried to focus. No full loss of image, same devices could not be used to complete procedure. Procedure completed successfully with 10-20 minute delay. No impact to patient.] The failure(s) identified in the investigation is consistent with the complaint record. Root cause: moisture in camera head due to a leak at the window. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was potential for adverse consequences due to blurry image.